Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the or for a system extraction due to infection. The device and leads were successfully extracted. The physician implanted a right-sided single-chamber device, since the patient is pacemaker dependent. The patient was stable throughout the procedure, and will continue to be monitored.